Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No delivery alarm functioned properly. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Drive support disk was inspected and no loose drive support disk or missing drive support cap noted. Unit passed the dat test at 0.08675 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer's son reported via phone call that she was currently hospitalized due to a blood glucose level of 581 mg/dl. The caller stated that the customer was transported to the hospital via paramedics. Caller was wearing the insulin pump at the time of the hospitalization. During troubleshooting, caller stated that the insulin pump's drive support cap was missing. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.